Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge door had unexpectedly opened. A field service engineer replaced the latch, slave cable, and door controller, configured the application and adjusted network settings to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Should further information be provided a supplemental MDR will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ cii safe es remote manager's fridge door unexpectedly opened. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.